Event description:
It was reported that during a tfn procedure, the compression nut (357.371) and the blade guide sleeve (357.369) kept disengaging from the aiming arm (357.366). The surgeon confirmed there was a tight connection. Surgeon had to hold the instruments together in order to complete the procedure with no further problems. No adverse effect to the patient. This is report 1 of 3 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the compression nut was assembled onto the blade guide sleeve and spun freely over the entire length of the sleeve. That assembly was then inserted into the oblique d-shaped hole in the aiming arm. The leading edge of the compression nut that snaps into the aiming arm is deformed and is rolled forward around the entire circumference. The retaining ring in the aiming arm also has a raised burr around approximately half the ring. The raised edges made snapping the assembly into the aiming arm difficult but it could be accomplished. Engaging and disengaging the nut into the aiming arm was easily done if the release button was depressed. The parts have been in the field for at least 7 years and based on the condition, have been used extensively. Once the assembly was completed, the nut was turned to advance and retract the sleeve and the nut stayed securely engaged. The same method was repeated while applying axial pressure on the medial end of the blade guide sleeve to simulate use and turning the nut to advance the sleeve was noticeably harder but the nut stayed engaged. Therefore the complaint condition could not be replicated and the returned devices functioned as designed. It is possible that, due to the increased difficulty in snapping the nut into the aiming arm, that the parts were not securely engaged prior to use. However, when assembled properly, they function as intended during the evaluation. The parts were assembled and function as intended and therefore it is concluded that this complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This report is for file (B)(4).